Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. There was no adverse impact to customer¿s blood glucose level.